Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and following the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any issues reoccurred, which the caller understood and acknowledged.